Event description:
It was reported that the patient's pacemaker exhibited noise episodes. The intervention and patient condition were unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-12149; upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received noted the right ventricular lead exhibited noise, there was no issue with the device.